Event description:
Boston scientific received information that this patient's two pacer leads were occluding the right superior vena cava and blocking the subclavian. This rv apex lead was explanted and replaced with an epicardial lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 33.5 cm distal to the is-1 connector pin. Both fragments were returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The lead fragments were extensively analyzed. The analysis demonstrated a damaged insulation at a distance of some 25.5 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Also an interaction between the lead body and a nearby lead should be taken into consideration. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.